Event description:
Reporter indicated that vns pt experienced an increase in seizure activity after initiation of stimulation. It was reported that the pt had been seizure-free for approximately six months. Device stimulation was initiated approximately 26 days post-implant and the pt experienced a seizure on that day after stimulation was initiated. Two days later, the pt had 3 seizures and device output current was increased from 0.25ma to 0.50ma. The following day the pt had 2 seizures. Two days later, the pt had 2 more seizures, then 2 more seizures the next day and 3 more seizures the day after that. Two days later the pt experienced 1 seizure per day for two days in a row and reportedly has not had any other seizures since that time.